Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), omeprazole (prilosec) and oxycocet (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), infection ("infections"), menstrual disorder ("menstruation issues") and back pain ("low back pain"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the infection, menstrual disorder, depression, anxiety, migraine, headache, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), pathology test - on (B)(6) 2010: unicornuate uterus. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received: new event low back pain were added. Outcome of pelvic pain updated to recovered / resolved. Historical medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), omeprazole (prilosec) and oxycocet (percocet). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, infection, menstrual disorder, depression, anxiety, migraine, headache and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), pathology test - on (B)(6) 2010: unicornuate uterus. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera), omeprazole (prilosec) and oxycocet (percocet). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, infection, menstrual disorder, depression, anxiety, migraine, headache and fatigue outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded), pathology test - on (B)(6) 2010: unicornuate uterus. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Following events were added: abnormal bleeding(genital), abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, fatigue. Lot number added. On 16-jul-2018: pfs received with her demographic condition. Concomitant conditions and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues") and back pain ("low back pain"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the infection, menstrual disorder, anxiety, headache, fatigue and back pain outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6)2010: results: unilateral occlusion (left tube occluded),. Pathology test - on (B)(6)2010: results: unicornuate uterus. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events psychological or psychiatric problems condition: depression, migraines outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. On 24 feb, hsg test: unilateral occlusion (left tube occluded). On 17 mar, pathology test: unicornuate uterus with benign disordered proliferative endometrium and essure device. Cervix within normal limit. On (B)(6) 2009, the essure insert is in the correct location in the fallopian tube and the right fallopian tube successfully blocked. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("low back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("menstruation issues"), infection ("infections"), urinary tract infection ("bladder/urinary problems: uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved, the back pain, menstrual disorder, infection, anxiety, headache, fatigue, urinary tract infection and post procedural complication outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs plaintiff received treatment for bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded),. Pathology test - on (B)(6) 2010: results: unicornuate uterus. Concerning the injuries reported in this case, the following were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. On (B)(6), hsg test: unilateral occlusion (left tube occluded). On (B)(6), pathology test: unicornuate uterus with benign disordered proliferative endometrium and essure device. Cervix within normal limit. On (B)(6) 2009, the essure insert is in the correct location in the fallopian tube and the right fallopian tube successfully blocked. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("low back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("menstruation issues"), infection ("infections"), urinary tract infection ("bladder/urinary problems: uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and metrorrhagia had resolved, the back pain, menstrual disorder, infection, anxiety, headache, fatigue, urinary tract infection and post procedural complication outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs plaintiff received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded),. Pathology test - on (B)(6) 2010: results: unicornuate uterus. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: metrorrhagia, bladder/urinary problems: uti, post removal complications added. Event outcome were updated. Event genital haemorrhage updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included closed head injury, fibrocystic breast, pregnancy, intrauterine device removal, abdominal pain, cholelithiasis, rash, vaginal bleeding, threatened abortion, arthritis, pain in hip, postpartum hemorrhage, rib fracture and clavicle fracture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, allergic rhinitis, polycystic ovarian syndrome, metrorrhagia, sinusitis recurrent and parity 3. Concomitant products included medroxyprogesterone acetate (depo provera), omeprazole (prilosec) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding(general)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced back pain ("low back pain"), metrorrhagia ("metrorrhagia"), menstrual disorder ("menstruation issues"), infection ("infections"), urinary tract infection ("bladder/urinary problems: uti") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, infection, anxiety, headache, fatigue and post procedural complication outcome was unknown and the depression and migraine had not resolved. The reporter considered anxiety, back pain, depression, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 250 lbs plaintiff received treatment for bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded),. Pathology test - on 17-mar-2010: results: unicornuate uterus. On 24 feb, hsg test: unilateral occlusion (left tube occluded). On 17 mar, pathology test: unicornuate uterus with benign disordered proliferative endometrium and essure device. Cervix within normal limit. On (B)(6) 2009, the essure insert is in the correct location in the fallopian tube and the right fallopian tube successfully blocked. Concerning the injuries reported in this case, the following were described in patient's medical records: headache, migraine, and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the event "bladder/ urinary problem: uti" was updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.